Manufacturer narrative:
The technician was unable to duplicate the issue and found the bed functioned as designed. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown of the facility performs preventative maintenance on their beds. No repair was needed the bed was found to function as designed by the technician. Based on this information, no further action is required.

Event description:
The account reported that right brake caster would not lock. The bed was located in room 3322 at the facility. There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint #(B)(4).